Event description:
It was reported that a patient underwent a kyphoplasty procedure at level l3. There were no patient complications and the patient was ok post-op. Upon investigation of the returned lot number, it was discovered that the product was used past its expiration date.

Manufacturer narrative:
Evaluation conclusion: lhr investigation of the returned lot number indicated that the inflatable bone tamp was used past its labeled expiration date.